Event description:
It was reported that the pump was hit by a car door and the touch screen became cracked and unresponsive. Customer¿s blood glucose was 91 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.